Manufacturer narrative:
(B)(4). Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The microsensor would only read no transducer detected after implantation. We were able to get a 0 prior to implantation. So we used a different device.

Manufacturer narrative:
(B)(4). The manucapture date was previously listed as the date of component manufacture. The date has been revised to reflect the date the finished good was released. The device was returned and evaluated by the supplier. A review of manufacturing records fount that the device met specification when the device was released to stock. Evaluation of the returned device found that the catheter material was stretched and internal catheter wires were broken inside the catheter. The catheter itself was tied in a knot. Due to the condition of the device as it was received, no further functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints.